Manufacturer narrative:
The service evaluation identified foreign material was at the forceps elevator during the repair process/disassembly of the distal end cover. Additionally, the adhesive on the bending section cover is peeling off, and the angulation movement has play. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the asset/demo evis exera iii duodenoscope was returned to olympus. No defect/malfunction is associated to the scope. Upon inspecting and testing, foreign material was found at the forceps elevator. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical agents. It is possible the like remaining gap at the distal end, and its product was possibly detected as foreign material olympus will continue to monitor field performance for this device.